Event description:
Pt reported that 2 adapters, from this lot, have leaked insulin, while attempting to prime. They indicated that the insulin delivery device generated a cartridge/adapter alarm, alerting them to the problem. Pt's blood glucose was not affected and no treatment was received.